Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (dose "120", concentration "500") via an implantable pump for intractable spasticity. Information received reported the patient missed a refill appointment and their pump went empty. A physician's assistant (pa) performed a catheter access port (cap) aspiration and then filled the pump. The patient's therapy was continued. There were "no symptoms to report". The event date of the event was reported as (B)(6) 2019. The issue was resolved at the time of the event. The patient's status was alive - no injury.